Event description:
It was reported that the 9800 system had a collimator iris potentiometer error and the left monitor went blank. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.